Event description:
The subject coil was deployed into the distal basilar artery (ba) aneurysm without any issues. Resistance was encountered after 1.5 cm of the following coil, non-boston scientific coil, was deployed into the aneurysm. As the coil was being withdrawn it became caught on the subject device and pulled the proximal end of this device into the microcatheter. The second coil was successfully withdrawn but the proximal end of the subject device protruded into the parent vessel. The physician successfully removed the coil using a snare. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Expiration date; unk. Coil protrusion. Device MFR date: unk.